Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen was cracked. The cause for the crack was not reported. Reportedly, the pump was still functional. There was no impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.